Event description:
Customer reported some of the results in device memory are not theirs. Customer does not keep a diary. Treatment information was not provided. Customer did not want to provide test strip information. A request was made for return product and replacement product was sent.